Event description:
Pt reported the infusion device displayed an e8 (power interrupt) error message while the pt was attempting to change the insulin cartridge. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
The incident occurred outside the us. Info contained within this report is all that is available at this time. The device was thoroughly evaluated and due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and unclearable e8 error messages. The complaint cannot be verified due to mishandling of the product.